Event description:
It was reported that during a lap pelvic floor repair/colposuspension procedure, the active tip of the device broke off in the scrub nurses hand while she was cleaning the blade with a sponge. We were getting an intermittent tone which sounded like the handpiece was failing when we began troubleshooting the issue. Another device was used to complete the case with no pt consequence.